Event description:
It was reported that, "after 2nd revision surgery, the pt was spending normal life in her house. Afterwards, when she descended a step (about 25cm, first step was implanted side), she heard a noise from her hip (implanted side) and felt a hip pain. Therefore, the surgeon performed a revision surgery to replace the constrained acetabular insert (the ad cup was remained)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.